Event description:
It was reported that the insulin pump alarmed failed battery and the keypad was unresponsive. The numbers were ramping up on their own. The caller stated that the customer was on vacation in a humid location. The caller stated that the customer has been disconnected from the insulin pump for almost 24 hours and has been treating with manual injections. The customer's blood glucose was 190 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number ramping anomaly was noted. The insulin pump had normal operating currents and no unexpected off no power, low battery or failed battery test alarms were noted. The insulin pump had a cracked display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.